Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smartassist instructions for use & clinical reference manual section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿

Event description:
The complainant had impella rp flex support ongoing for a patient admitted in acute myocardial infarction/cardiogenic shock. The support was part of a bipella. The patient had an access site bleed at the access site after three days of support. The team placed another stitch and stopped heparin infusion. The patient eventually expired after the family decided to withdraw care. Upon review by abiomed's medical safety officer, the use of the impella device cannot conclusively be associated with the patient¿s outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was most likely due to use issue since adding additional suture resolved the bleeding.